Event description:
It was reported that during a hand assisted right colectomy procedure, after using the device for a while the surgeon noticed the tissue pad was separating from the device. The pad did not come all the way off the device. Clamp and ties were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.